Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead was explanted and replaced due to loss of capture due to suspected exit block. The patient is doing fine and will be monitored.